Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found no significant anomalies. It was noted the ins battery had reached normal end of life. Please note that method code 4114 and result code 3221 no longer apply to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that their implantable neurostimulator (ins) had experienced ¿premature battery depletion.¿ it was stated that the patient observed an elective replacement indicator (eri) message when trying to recharge their ins the morning of report. The patient reportedly ¿had trouble clearing the message with the charge button, eventually got the charge screen, but after an hour the charge level hadn¿t changed from half full.¿ no troubleshooting or diagnostic testing was performed, as the patient lived a long way out of town. The ins was replaced on (B)(6) 2020 as a result of the event. It was noted the cause of the alleged premature depletion had not been determined as of (B)(6) 2020. The patient was alive with no injury at the time of report; no further complications were reported or anticipated.